Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touch screen was intermittently unresponsive. It was also reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Lastly, it was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl range; cause was unknown. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.